Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.